Event description:
It was reported two days post implant during induction testing a ventricular fibrillation (vf) arrhythmia could not be terminated with a 65j or 80j shock. Two external shocks were needed to terminate the arrhythmia. Another attempt to terminate the arrhythmia was not successfully with an 80j shock, thus another external shock was applied to terminate the arrhythmia. A device malfunction was alleged, and the device was turned off in the meantime. The patient will be sent to a different hospital for evaluation. No additional adverse patient effects were reported.